Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted on (B)(6) 2018 as a transfer from outside hospital with multiple issues, including a hemoglobin of 7.0 g/dl. An exam was (B)(6) for shortness of breath (on home oxygen as baseline) and a rectal exam consistent with gastrointestinal bleed (heme positive black stool). The patient was transfused with 2 units of packed red blood cells over a 24 hour period. The patient subsequently elected comfort measures only and no further testing was performed. No additional information was provided.

Event description:
Additional information: it was reported that the patient expired on (B)(6) 2018 due to bleeding. No autopsy was performed. The account declined to provide any further information.

Manufacturer narrative:
Type of reportable event: correction: manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, and the reported event could not conclusively be established through this evaluation. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system and provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.